Event description:
During a remote follow-up, a sharp drop in battery voltage was observed on the device. Premature battery depletion was alleged as the cause of the event. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the sharp drop in battery voltage was due to the high output of the right and left ventricular leads. Abbott technical support (ts) reviewed the event and confirmed this finding. Additionally, the physician agreed with ts assessment and no longer alleges a malfunction against the device.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.